Event description:
It was reported that while in use on a patient, "staple jamming". As a result a new stapler was used to complete the procedure. At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, "staple jamming". As a result a new stapler was used to complete the procedure. At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first four staples appeared misaligned, one staple was jammed in the distal tip, and there was a gap in the staple alignment. The stapler was returned with 37 staples remaining in the cover block. The trigger was returned partially engaged. No clear evidence of use in the form of biological material was observed on the device. Upon functional inspection, it appeared that the staple misalignment prevented the remaining staples from consistently firing properly. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Before engaging the trigger, the jammed staple was removed. Upon engagement of the trigger, no staples fired. Several more attempts were made but no staples would fired. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were discovered on the forming tool. No flash was observed within the cover block. No other defects or anomalies were observed. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Visual examination of the returned sample revealed that the first four staples appeared misaligned, one staple was jammed in the distal tip of the stapler, and there was a gap in the staple alignment. Upon functional inspection, it appeared that the staple misalignment prevented the remaining staples from consistently firing properly. Before engaging the trigger, the jammed staple was removed. Upon engagement of the trigger, no staples would fire. Several more attempts were made but no staples would fire. The device was disassembled. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed. The source of the staple misalignment could not be conclusively determined. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, "staple jamming". As a result a new stapler was used to complete the procedure. At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
Qn#(B)(4) the material number has been updated. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.